Event description:
It was reported that all of the patient's leads had migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the system was explanted with no complications.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Note as this emdr was originally submitted on 19 aug, 2024 during the issue with FDA server. 1st and 2nd acknowledgment were received on the manufactuer's end. However, feedback from the FDA indicates they did not receive this on the FDA side. Therefore, resubmitting the emdr on 17 sep 2024.